Manufacturer narrative:
To date the revision procedure has not been performed and the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an ameded report submitted should further information be provided.

Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead declared a red alert due to high pacing impedances greater than 2,000 ohms and high thresholds. A revision procedure is to be scheduled in the near future to implant an additional pace sense lead. No adverse patient effects were reported. The rv lead remains in service.